Event description:
The initial reporter stated that the pump was "shutting off early, no alarm". The initial reporter stated that the patient had not experienced any adverse effects, but that they did not have any additional information regarding the complaint. [Complaint-(B)(4)].

Manufacturer narrative:
The pump was not returned to mmdg for evaluation. A DHR review was not completed because no serial number was provided. Because the pump was not returned to mmdg, no investigation could be completed. This report will be updated if the device is returned to mmdg.